Event description:
It was reported to olympus that a telescope (urethroscope) had a broken component and a bad image. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.